Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, high impedance was noted through the analyzer. New cables as well as a different analyzer adapter was used to test impedances and readings remained high. The lead was not used and another lead was implanted with normal impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.